Event description:
The customer reported their unicel dxc 800 pro instrument was generating ea errors (erratic analog to digital conversion errors) for bunm and crem modular chemistries. While troubleshooting the problem, the customer discovered leaking from the sample probe while homing. The customer verified the probe wash line fittings and sample syringe were tight; the leak was only observed during operation and homing of the instrument. No erroneous patient results were generated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No service was performed by a beckman coulter service personnel. Upon arrival, the field service engineer was told a supervisor replaced the collar wash valve to resolve the issue. The customer calibrated and tested qc to verify the repair. Results were acceptable.